Manufacturer narrative:
The reported complaint of a user advisory - "(ua) 45" (not at "home" position after power-on/restart) error message on the autopulse platform (serial (B)(4)) was not confirmed during functional test but confirmed in the archive data log. The investigation findings revealed that the encoder drive shaft was not within the acceptable limit counts range. Therefore, the root cause of (ua) 45 was due to the driveshaft not at the "home" position in which likely the user could not pull the lifeband strap completely out because of the possibility of the patient's large size. To remedy ua45 message, rotation of the driveshaft to the "home" position using the administrative menu was performed. Per the autopulse resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on. A user advisory - (ua) 45 will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory - ua45, pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. There was no physical damage observed on the returned autopulse platform during visual inspection. During archive data review, multiple errors (ua) 45 identified on the date the event occurred. Thus, confirming the reported complaint. After service completion, the returned autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The platform passed all functional tests and it is ready for clinical use. Based on zoll medical safety assessement, the death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
During use on a 300 lbs. (B)(6) male patient in cardiac arrest, customer reported that the autopulse platform (serial (B)(4)) did not retract. The crew then replaced the lifeband but with the same result. Manual CPR was then performed and the patient did result in a return of spontaneous circulation and was breathing on his own. After the call, crew tested the autopulse platform and observed a user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) message on the screen. The patient was delivered alive to the hospital but later he expired.